Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from cartridge tubing. Reportedly, the customer was able to successfully load a new cartridge to address the issue. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 180-200 mg/dl.